Event description:
Healthcare professional reported, a xen®45 gts event of "slider defect. Implant stuck between needles", during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified, since smooth operation of the slider knob (traveling the entire distance) was observed, during the functionality test. .

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect, implant stuck between needles" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.